Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8300 sn: (B)(4) customer was getting the error code 571.6241 and wanted to know why he was getting this error code. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: customer stated that they tryed to flash the 8300 and at the end it will not pass. I explain to the customer that he may need to replace his oridion board. The customer also stated that he would just send the 8300 in for repair once he gets the approval from his boss. I get the customer the number for the rga and the customer stated that he would call tomorrow once he receive the ok. That was the ended of the call.